Event description:
It was reported that the rover pushed fluid out through the manifold during a case. There was a 30 minute delay in the case as a result of this event. There was no patient or user injury as a result of this event.

Event description:
It was reported that the rover pushed fluid out through the manifold during a case. There was a 30 minute delay in the case as a result of this event. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The field service technician found that the precision ball was stuck resulting in the rover not having suction. After he dislodged the precision ball the rover functioned as intended. The unit was returned to service.